Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parent reported a change in speech perception with the device since (B)(6) 2016. There are no known issues due to illnesses, trauma or medications.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the received information, it seems that there is damage to the active electrode, most likely caused by device minute mobility. However to determine an exact root cause a device investigation would be necessary. For now, re-implantation is not considered, as the patient_s hearing is good and impedances are stable.

Event description:
The patient's parent reported a change in speech perception with the device since (B)(6)2016. There are no known issues due to illnesses, trauma or medications.

Manufacturer narrative:
Additional information:based on the received information, it seems that there is a damage to the active electrode, most likely caused by device minute mobility. However to determine an exact root cause a device investigation would be necessary. In addition the recipient has recurrent seroma over the implant site for undetermined reasons. For now, re-implantation is not considered, as the user's hearing is good, and impedances are stable. The recipient will be monitored by the clinic.

Event description:
The user's parent reported a change in speech perception with the device since (B)(6) 2016. There are no known issues due to illnesses, trauma or medications. The user was seen in the clinic on (B)(6) 2021, impedance measurements and speech scores remain stable on the right side, therefore they do not plan to proceed with revision at this time. The clinic plans to continue to monitor her progress.

Event description:
The user's parent reported a change in speech perception with the device since march 2016. There are no known issues due to illnesses or trauma. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.